Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Visual inspection has been performed on the sensor tail, no failure modes were observed. Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. Returned sensor was reprogrammed to state 1(storage state). An extended investigation has been performed. Visual inspection was performed on the returned sensor and no issues were observed. Data was extracted from the returned sensor and sensor state 6 (indicating early termination) was observed. The returned sensor was further investigated and de-cased. An internal visual inspection was performed on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Returned sensor was scanned and connected to debug application to receive first 5 ble (bluetooth) packets and the 5 ble packets were appeared on the app screen after waiting for few minutes. Visual inspection was performed on the returned reader and no physical damage was observed. Reader was tested for volume and vibration settings through different testing and all results were within the specifications. The isf (interstitial fluid) data was downloaded using approved software and tested the data. All results were within the limits. Ble functionality test was performed by activating sensor with returned reader and everything was shown activated. Wait for few minutes and it was observed that there was no disruption in the ble connection between the devices. The reader was connected to computer and works properly. All results were within the specifications. The passing of accuracy test indicates that there was no alarm issues as complained by the customer. Therefore, this issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness while sleeping. Customer was administered a glucose infusion for treatment by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness while sleeping. Customer was administered a glucose infusion for treatment by a healthcare professional. There was no report of death or permanent impairment associated with this event.